Manufacturer narrative:
Information received by the sales agent on 22 february 2018 by the sales representative revision was performed on the (B)(6) 2017 and was completed successfully by changing the femoral component. Revision was required due to malalignment of the femoral component. This was due to excess cement mantle on the medial side of the implant. Clinical evaluation performed by medical affairs director on 27 february 2018 early partial revision (femoral component only, 9 months) of cemented tka. According to report, the cause is misalignment due to excessively thick cement mantle on the medial side. This problem is not related to a component malfunction or defect.

Manufacturer narrative:
Batch review performed on 18 december 2017. Lot 152871: (B)(4) items manufactured and released on 23 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event. Gmk sphere tibial insert fixed flex #6/12 mm l ref. 02.12.0612fl, lot. 144617 (k121416): (B)(4) items manufactured and released on 06 oct 2014. Expiration date: 2019-08-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented # 6 l ref. 02.07.1206l, lot. 142707 (k090988): (B)(4) items manufactured and released on 29 july 2014. Expiration date: 2019-06-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk primary extension stem ø11mm / l 30 mm ref 02.07.f11030 lot. 153526 (k133630): (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient has reported pain and discomfort. Revision will occur on the (B)(6) 2017. More details to follow.